Manufacturer narrative:
Device evaluation by manufacturer: the unit was removed from the dispenser coil. The pusherwire had been retracted back as far as the twistlock section of the introducer sheath. The introducer sheath had a large amount of blood present. The twistlock section of the introducer sheath was inspected and was confirmed to be opened with hardened blood present. No damage was noted to the twistlock section or remainder of the introducer sheath. The main coil could not be advanced through the introducer sheath with the pusherwire due to the presence of hardened blood. For investigation purposes the introducer sheath was first immersed in warm water to loosen the hardened blood and then cut to allow the pusherwire to be removed with ease. On removal the pusherwire interlocking arm was inspected and no damage was noted. The pusherwire had broken near the ss coil section. On removal the main coil was inspected and noted to be extremely stretched. The main coil had blood present. The main coil zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related due to the lack of continuous flush which caused blood to travel up through the catheter and into the introducer sheath which in turn would inhibit the forward movement of the pusherwire through the introducer sheath. The dfu states continuous flush is critical. (B)(4).

Event description:
Event reportable based on analysis completed on (B)(6) 2010. It was reported that during preparation, the interlocking detachable coil 4mmx15cm twist lock was damaged. The coil was used in the procedure. No patient injuries or complications were reported. Product analysis revealed a broken pusher wire.